Event description:
It was reported that balloon rupture occurred. The target lesion was located in the aortic arch. A 16-4/5.8/120 xxl esophageal balloon was advanced for dilation. However, when the balloon was removed from the patient's body, it was not intact and noted to be ruptured during the case. No patient complications nor injuries reported and the patient's status was good. It was further reported that the more than 50% stenosed target lesion was located in the non-tortuous and mildy calcified aortic arch. The balloon ruptured on the third inflation at 5 atmospheres for 10 to 15 seconds. The device was smoothly removed from the patient's body.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the aortic arch. A 16-4/5.8/120 xxl esophageal balloon was advanced for dilation. However, when the balloon was removed from the patient's body, it was not intact and noted to be ruptured during the case. No patient complications nor injuries reported and the patient's status was good.